Event description:
It was reported that the patient was unable to adjust stimulation and has not used the implantable neurostimulator (ins) for over 8 months and the last successful recharge was between 6 to 12 months ago. It was reported in (B)(6) 2013 that the manufacturer representative met with the patient last month ((B)(6) 2013) and the ins was found to be overdischarged. Two hours were spent at the healthcare provider's (hcp) office doing a physician mode recharge (pmr) without success. The hcp was going to get authorization to do a battery replacement. It was noted that this appeared to be a compliance issue. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3487a-33, lot# v041664, implanted:(B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-33, lot# v041664, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v041664, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v041664, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw the poor communication screen on the patient programmer and the re-position screen on the recharger. It was noted patient attempted to charge, but ¿it did not turn on.¿ it was stated an overdischarge was suspected since the last successful recharging session was 6-12 months ago. It was noted it had been over 8 months since patient had used stimulation system.